Event description:
Patient came in for research CT dual phase pancreas including pelvis with/without IV contrast and CT chest. Patient also was given po contrast. Scans begun with abdomen without contrast and following up CT chest with contrast successfully. Suddenly, scans stopped in the middle of pancreatic phase. Siemens engineer was available and repaired problem. CT chest with contrast was done successfully but CT dual phase pancreas including pelvis needed to be done (the abdomen without part was also done successful).